Manufacturer narrative:
B3/d10: the events occurred on unspecified dates ¿for months¿. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap transfer sets had connection issues with 3l empty bag systems; further described as ¿, it was very difficult for them to disconnect the pouch from the extender, even needing the help of clamps to disconnect it¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.